Manufacturer narrative:
The reported event of the insulation damage was not confirmed while the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. The helix mechanism extension length test couldn¿t be performed due to the damaged helix consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched and clogged with blood/tissue.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead had issues deploying the helix with the stylet. The lead was retrieved and an insulation breach was noted near the proximate end. The reported right ventricular lead was not implanted and a second right ventricular lead was attempted to be implanted. The second right ventricular lead was also not implanted due to the helix been deformed and sprung. The patient is recovering from procedure.